Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 1627487-2020-32532. It was reported that patient was experiencing ineffective stimulation. Patient underwent surgery on (B)(6) 2020 wherein their system was explanted.